Event description:
New information received states that another instance of post paced t wave oversensing was observed. The patient was asymptomatic. Further programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when post paced t wave and r wave oversensing were observed. The patient was asymptomatic. The device was reprogrammed.